Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the patients previous PICC was having issues and needed to be replaced. Rn, placed the new line (B)(6) 2024. PICC team was notified on monday 8/ 5 from the local doctors office stating there was no blood return and they were unable to get labs but they did a xray to confirm placement and the tip of the PICC was in the right place. Patient returned back to the facility on 8/7 and PICC team confirmed no placement so a repeat xray was done and it showed a kink in two places (kink was around the 2cm and 6-7cm. Rn then went to assess the site, and when the dressing was removed the PICC line dislodged out (reported about 2 cm came out). When they went to flush the line, saline was leaking out of the insertion point. PICC was then removed and a fracture was noted around the 2cm and 6cm mark. Was told that when the 7/10 PICC was placed, the patient went from being weeks of bed bound to ambulatory with 24-7 walker assistance. No other information was provided.

Event description:
It was reported that the patients previous PICC was having issues and needed to be replaced. Rn, placed the new line (B)(6) 24. PICC team was notified on monday (B)(6) from the local doctors office stating there was no blood return and they were unable to get labs but they did a xray to confirm placement and the tip of the PICC was in the right place. Patient returned back to the facility on (B)(6) and PICC team confirmed no placement so a repeat xray was done and it showed a kink in two places (kink was around the 2cm and 6-7cm. Rn then went to assess the site, and when the dressing was removed the PICC line dislodged out (reported about 2 cm came out). When they went to flush the line, saline was leaking out of the insertion point. PICC was then removed and a fracture was noted around the 2cm and 6cm mark. Was told that when the (B)(6) PICC was placed, the patient went from being weeks of bed bound to ambulatory with 24-7 walker assistance. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4 fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 2 and 3 cm markers and a secondary split at the 6cm marker in the catheter body. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.